Manufacturer narrative:
Received one tego¿ connector for evaluation. As received, there was a clot in the fluid path. No physical damage was observed. No mating device was returned. Complaint of excessive pressure on the blood tubing connected to the dialysis machine, preventing any therapy from being administered is confirmed; the returned sample did have a blood clot that would have restricted flow, after the clot was removed, the tego performed with no flow restrictions, there was no physical damage observed. The tego was flow tested and passed. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego® connector where it was reported during standard therapy, the cap exerted excessive pressure on the blood tubing connected to the dialysis machine, preventing any therapy from being administered. This situation causes safety alarms related to overpressure. The status of the product at the time of event was during patient use. Steps taken to resolve the issue was to isolate the medical device and use of another batch. No injuries were mentioned, and no medical intervention was required. There was patient involved but no patient harm noted.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.